Manufacturer narrative:
B4: (B)(6) 2021. There was no patient involvement at the time of the reported event. The unit was sent in for bench repair; the service technician inspected the device and confirmed the reported issue. The touchscreen was replaced, and calibration was performed. The unit was checked overall, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
Report date: 13aug2021. (B)(6).

Event description:
It was reported that the ventilators touchscreen was faulty and needs repair. Reportedly, the touchscreen was not responding as it should. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.